Manufacturer narrative:
When following/additional information is provided a follow up will be submitted.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on an unknown date. According to the complainat, the valve was believed to be not further adjustable. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Although requested, no further information has been made available.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: visible signs of the adjustment tool in the sterile packaging. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the brake function of the progav 2.0 operate as expected. Due to the original packaging is the braking force unable to be measured. Results: based on our investigation results, we cannot identify "adjustment difficulties" of the valve. We could not detect a functional deviation of the product. Additionally, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Additional information: the product has been not implanted. During the surgery it was not adjustable and thus delayed the operation. The product is in the original packaging.